Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 459 (mg/dl) and diabetic ketoacidosis. Boluses were delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and fluids. System check with tandem technical support determined the pump appeared to be functioning as expected. The customer was still hospitalized at the time the event was reported.